Manufacturer narrative:
Correction to d5 of the initial report, the operator of the device was a healthcare professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred due to a faulty printed circuit board and liquid crystal panel however, the root cause of why the components were faulty could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation found patches in the image of the device due to a defective lcd panel. Also, excessive noise in the image of the dvi port which was isolated to a defective qb board. Additionally, there is a color variation in the image of the dvi port. The power switch bracket is broken. The bezel plate has multiple cracks and excessive corrosion and deformation on the connector of the qb board. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
During maintenance at the user facility, the olympus (omsi) field service engineer became that the customer ultra high-definition liquid crystal display (lcd) monitor was found to have a formation of dust coating inside the monitor screen. No death, injury or harm was reported to olympus.